Event description:
It was reported that the handpiece was leaking after sterilization, prior to the procedure. The handpiece was re-sterilized and used to complete the procedure with no adverse consequences alleged for the pt.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, there was a small amount of mobil 28 lubricant around the back end of the attachment, but the product conformed to specifications.